Event description:
It is reported that in 1995 patient underwent left total hip replacement. Post-operatively, x-rays revealed asymmetrical wear of the acetabular liner as well as possible loosening of the component. As a result in 2001, the hip was revised where a new zimmer trilogy shell and liner a zimmer femoral head were placed.